Event description:
It was reported that there was a bubbled up downstream occlusion sensor seal during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. Customer reported problem for bubbled downstream sensor seal was duplicated. It was noticed during visual inspection that the downstream sensor seal was bubbled. Upon power up, error code 41541 alarmed. Recommended replacing the latch lock flex due to red screen error code 41541 alarm. Performed preventative maintenance. Root cause is unknown. Replaced downstream sensor seal and latch lock flex. A corrective and preventative actions was opened to address downstream sensor seal trend.